Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under all keypad contacts. This report is made based on the results of an investigation completed on (B)(4) 2013

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:keypad cover is intact to the base with no evidence of peeling. Removed keypad cover to check condition of the key contacts, evidence of contamination was found under all key contacts.